Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had no delivery alarm. Blood glucose level of the customer was 537 mg/dl and other relevant blood glucose level was 542 mg/dl and 380 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting for no delivery alarm. It was states that the insulin exited from the tubing after troubleshooting. It was unknown whether the auto mode active or inactive during the hyperglycemia event. The insulin pump will not be returned for the analysis.